Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s high blood glucose value was 400 mg/dl at the time of incident. Customer stated that the insulin pump had an insulin flow blocked alarm and her blood glucose was getting higher and then went down to 355 mg/dl. Customer was neither in emergency room, nor admitted into the hospital. Customer was alleging the insulin pump for under delivery. Customer stated that the insulin pump perform the high pressure test and it did not pass the test. The device will return for the analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, selftest and occlusion test. Device was monitored and functioning properly.